Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients system controller got very hot and then alarmed once as if a battery was disconnected. The log file review shows the system controller temperatures were within normal ranges. There was a brief indication of a week connection on (B)(6) 2026 while on battery power. It was informed that the system controller temperature was within the normal range and the cause of overheating was unknown. The system controller was not exchanged and no product will be returned. It was unknown if cleaning the battery and battery clip connections resolved the weak connection.